Event description:
It was reported that during a therapeutic urological procedure, this balloon catheter was inflated and burst while in the patient during the procedure. The entire device was retrieved when they pulled the catheter out; all pieces of the balloon were still attached completely. No patient complications occurred due to this event. No additional information forthcoming.

Manufacturer narrative:
The customer indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.